Event description:
It was reported that the haptic broke as the tech was priming the lens thru the cartridge. There was no patient contact. The reporter stated their facility is concerned there is a problem with the cartridge, since they continue to have problems with it damaging the haptics of lens.

Manufacturer narrative:
(B)(4). The cartridge was not returned for inspection, however, the lens was received and evaluated. A haptic was bent and a piece of the optic was torn off and missing. There was a brown surgical residue on the surface of the lens. (B)(4).